Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 800+ mg/dl. Nothing further was reported.